Event description:
Additional information was received from the device manufacturer representative indicated that the reason for the empty pump was due to the patient missing their refill and being non-compliant. It was reported that several weeks went by post the missed refill and the pump had stalled. The critical alarm sounded and the patient experienced withdrawal symptoms. A pump replacement was scheduled (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving morphine and two other unknown drugs via implantable pump for non-malignant pain. It was reported that yesterday the patient heard a beep from pump and checked their personal therapy manager which showed an unexpected 8286 code (empty reservoir). Patient services reviewed information and the patient said "that explains why I'm starting to feel bad". The pump has a "cocktail" that is "mainly morphine". The patient said their healthcare provider (hcp) took them off most oral medication and now they only take hydrocortisone acetaminophen "which is basically aspirin". When asked their hcp information, the patient was difficult to focus so patient services was unable to clarify. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient on (B)(6) 2021 who reported that their pump stopped working and is no longer functioning. Patient services asked when the pump stopped and the patient said they went to have the pump filled on 2021-02-04 and after that they don't remember anything, they "lost 3 days". They had withdrawals during that time. They stated "the primary medication is morphine but there are two other drugs in there, a "cocktail." They went back to their healthcare provider (hcp) and they told them where the port was to check the pump. The reason for the patient's call was that they wanted to speak to an mdt representative (rep). They spoke to the rep before and could not locate the contact number. The patient stated they do not trust their hcp; patient services offered to send a physician listing but the patient refused. Patient services sent an email to the rep. Troubleshooting was not required. The issue was not resolved through troubleshooting.